Manufacturer narrative:
Event date: the exact date was not provided, all the patients in the article were treated between 2004 and 2008. (B) (4).

Event description:
It was reported in an article in neurosurgery that the patient suffered a peri procedural iatrogenic vertebral artery dissection. There was no reported clinical consequence to the patient, the patient outcome after the procedure was noted as unchanged compared to pre procedure. No other information was provided.

Event description:
It was reported in an article in neurosurgery that the patient suffered a peri procedural iatrogenic vertebral artery dissection. There was no reported clinical consequence to the patient, the patient outcome after the procedure was noted as unchanged compared to pre procedure. No other information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.